Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a dog who had been diagnosed with non-regenerative anemia. There was no additional patient information available at the time of this report. Test and event time/date are unavailable. Event date is assumed to be (B)(6) 2018. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 02/12/2018. A review of the device history record confirmed the lot passed finished goods release criteria. Retain testing for h17264 met the acceptance criteria as outlined in appendix 1 of q04.01.003 rev ac. (Product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for cartridge lot h17264.